Manufacturer narrative:
The reported event of lead fracture was not confirmed. A partial lead was returned in two pieces for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion exposing the outer coil was noted at 5.3 cm to 6.1 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2938836-2019-17276. It was reported that the atrial lead had a fracture and was explanted on (B)(6) 2019. The patient was in stable condition.